Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a newly applied dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump, with the devices displaying ongoing pairing or searching indicators until guided to toggle settings and repair, after which the pump displayed a warm-up countdown. No adverse clinical symptoms reported. Outcomes included restoration of pairing initiation and no health impact. User support included remote troubleshooting by customer support focused on device configuration and connectivity steps. Investigation of this case revealed that the issue was consistent with a temporary communication or configuration error between the cgm sensor and the pump that resolved after reconfiguring cgm settings on the pump. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup sequence contributing to initial pairing failure, which was mitigated through standard troubleshooting.